Manufacturer narrative:
On (B)(6) 2017: during a follow-up, the customer reported 2 additional occlusion alarms occurred. Infusion set changes were performed to address the occlusion alarms. On (B)(6) 2017: during an additional follow-up, it was reported the customer had not received additional occlusion alarms in the last 2 weeks. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was not impacted. A correction bolus was successfully delivered without any additional occlusion alarms occurring. During a follow-up call, the customer reported multiple additional occlusion alarms. The customer's bg level was 298mg/dl and a manual injection was administered to address the bg level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.